Event description:
It was initially reported in clinic notes that the patient had sleep apnea and is being treated with CPAP. It is unknown if the sleep apnea is related to vns or made worse by the vns. Attempts for additional information have been unsuccessful.